Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid right coronary artery, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. It was reported that due to vascular circuity, the stent failed to cross the lesion and deformation occurred in the proximal section of the stent during positioning. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional information received reported that the stent tip was deformed due to the resistance of intra-vascular calcification in the process of passing the lesions. If information is provided in the future, a supplemental report will be issued.